Event description:
It was reported the patient presented for a lead replacement due to oversensing on the right ventricular channel. The lead was capped and replaced. The patient is doing well and will continue to be monitored.

Manufacturer narrative:
(B)(4).